Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. During a subsequent surgical procedure, no device issues were identified; however, urethral erosion was observed during cystoscopy. Consequently, the aus was explanted, and a replacement device was not implanted due to the presence of erosion. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review was unable to be performed as the lot number was not provided. The device instructions for use (IFU) was reviewed. The reported patient symptoms of erosion and urinary incontinence were found to be listed in the IFU. A risk review was completed and confirmed that the event of erosion and urinary incontinence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. During a subsequent surgical procedure, no device issues were identified; however, urethral erosion was observed during cystoscopy. Consequently, the aus was explanted, and a replacement device was not implanted due to the presence of erosion. No additional patient complications were reported.